Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the interlink continu-flo solution set leaked for the white round valve during infusion. The infusion of chemo medication was being run on a sigma pump. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.